Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found main tube broken, the tip was not broken. Due to broken main tube at the tip interface, the tip became separated from the main tube. There were no missing pieces from the broken area. No other damage was found. Failure analysis concluded that the main tube broken was likely due to mishandling.

Event description:
It was reported that in central processing, a loose - broken tip was identified on a single site permanent cautery hook instrument. On (B)(4) 2014, intuitive surgical, inc. Obtained additional information regarding the reported complaint. The initial reporter indicated that the white part that attaches to the hook is loose and bending. The hook was not broken. The white plastic was not separated, but it was loose and broken.